Event description:
Device report from synthes reports an event in japan as follows: it was reported that on february 13, 2024, the patient underwent orif with a tna implant for distal tibial diaphyseal fracture. During the nail being inserted, a proximal peek was stuck in the tip of one side where without ball of a reaming rod, and the nail could not be inserted. The reaming rod was removed, and the nail was being inserted into proximal bone fragment area, under the condition, the reaming rod was inserted beyond the nail. The surgery was completed successfully without any surgical delay. Patient status/ outcome: stable no further information is available. This report is for one (1) tibial nail advanced ø9 l330 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional product code: hwc d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H4, h6 a manufacturing record evaluation was performed for the finished device product code : 04.043.130s lot number# 5356p62 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 26-apr-2023 manufacturing site: jabil bettlach expiry date:01-apr-2033 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.